Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. One piece of drain about 17 cm long and with the entire piece fluted was returned. The broken area is uneven and indented, which shows that the drain broke due to some initial mechanical damage (slight cut or suturing). No manufacturing defects noted.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a total hysterectomy on (B)(6) 2013 and a drain was inserted. Due to the patient¿s obesity the drain was inserted along the fat layer. When removing the drain on (B)(6) 2013, the surgeon felt resistance. The drain broke leaving a piece inside the patient. On (B)(6) 2013, the patient underwent an additional operation to retrieve the retained fragment.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1245905; batch j1353205.